Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15026). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device battery had dropped in a short time frame. The device was explanted. The patient condition after the event was normal.